Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high and low blood glucose events. Customer reported that the blood glucose reading was over 400 mg/dl and there were extreme low blood glucose readings as well. Customer declined high and low blood glucose troubleshooting. Customer was on manual injection. The insulin pump was not expected to return for analysis.